Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis: we did receive performance data collected from the device and have analyzed the data. The recommended replacement time in save to disk was on 2013 (B)(4). The device recommended replacement time is less than or equal to 2.62 volts. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected battery longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.